Event description:
It was reported that the scope unit was shorting out the camera. Further, when the camera was unplugged, the electricity traveled through to the scope and burned the hand of the company representative.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.